Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity and mild calcification in the right coronary artery. While advancing a 2.75x12 mm xience prime rx stent delivery system (sds) through an unspecified guide catheter, resistance was felt with the guide catheter and the sds proximal shaft kinked and separated into 2 pieces. The separated portion was simply withdrawn from the patient anatomy without issue. A new 2.5x12 mm xience prime rx was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kink were able to be confirmed however, the difficult to position with the guiding catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.